Manufacturer narrative:
The report event of auto-reducing/high impedance was confirmed. The return flex extension lead had all contacts wires broken on the lead body. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14349. It was reported that the patient's extensions were exhibiting varying impedances. Reportedly, the patient experienced multiple falls a week prior to the event. Surgical intervention is anticipated.

Event description:
It was reported that the patient's extensions were explanted and replaced. Therapy was restored following the procedure.